Event description:
Reportedly, during testing, a "high fio2" alarm occurred which could not be solved by calibration. Upon replacing the oxygen sensor, this issue was resolved. There was no pt involvement reported.